Event description:
It was reported that the patient implanted with this pacemaker system experienced palpitations and undesired sensor-driven rate response, every time he would bend over/stand up with activities. It was noted that minute ventilation (mv) appears to have been recently changed from 12 to 8, which was less responsive. Technical services (ts) discussed troubleshooting options and programming considerations, and referred the patient to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.